Event description:
Pt admitted to ER in 2001 with severe abdominal pain. Pregnancy test was negative per nurse. Ultrasound showed mass. Doctor diagnosed pt with possible cyst. Pt treated and sent home. Pt returned 5 days later with severe abdominal pain. Pregnancy test was positive. Ultrasound showed mass. Pt admitted to surgery. Pt's fallopian tube had ruptured due to ectopic pregnancy. Serum from initial sample was tested with 2nd sample, 5 days later both qualitatively (method unk) and quantitatively (ria). Both were positive with hcg level at 5,709 (units of measure unk). Quantitative test with sample from 2nd sample showed that hcg level was lower than first sample.